Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR- a total of (B)(4) units were manufactured on afa line 12 from 13jul18 through 18jul18. There were 3 instances where the challenge samples were not noted as pass or fail (reject wedge challenge, plug depth attribute challenge and splay lube challenge), of which none were related to this incident. These non-recorded (pass/fail) challenges are been addressed by the qe. All other challenge, set up and in process samples were performed and all passed per specifications. Received a total of (B)(4) units within sealed packages along with 3 empty-open packages from lot number 8192723. All the contents within the sealed packages were present. Visual evaluation: 4 of the (B)(4) units received revealed damage (stress marks, partial bending) on the safety barrel. Upon pressing the activation button the needle only partially retracted, the damage found on the barrels prevented fully retraction. Root cause: manufacturing: the needle retraction failure described in the incident report was potentially caused by the damage (cracks, stress marks) found on the safety barrel which was caused by manufacturing process.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract. No serious injury or medical intervention was reported.